Event description:
It was reported when the device was used during an open gastric bypass procedure, it cut and did not staple. The case was completed with another device and gore seamgard to reinforcement staple line. There was no pt consequence.